Event description:
On (B)(6) 2012, the pt reported that the buttons on his infusion device are not functioning. He programmed his infusion device to deliver a bolus and it stopped after delivering 1.0 unit of insulin. The pt tried pressing buttons on the infusion device, but it did not respond. He replaced the batteries in the infusion device, but the buttons still did not respond. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for eval.